Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2016. Evaluation of the incident sample confirmed the device exhibited temperature alerts. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Manufacturer narrative:
(B)(4) to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported they experienced a temperature alert during an ablation of a thoracic paravertebral soft tissue tumor. During the second ablation cycle at 45 watts the temperature alert was showing up. The tubing was checked, the pump switched off and on, and the generator reset. After the ablation start button was pressed the temperature alert showed up again after less than 10 seconds. The incident antenna had to be removed without the possibility of track ablation. Another antenna was used in order to finish the procedure which took 40 minutes longer than planned. There was no blood or tissue loss or damage. Patient information was not available for privacy protection.